Manufacturer narrative:
(B)(6). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following mesh insertion, the patient experienced pain, urinary/bowel problems and dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence with urgency. It was reported that the patient underwent the concurrent procedure of right oophorectomy during mesh implantation.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2003 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary frequency and urgency.